Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This complaint (B)(4) is linked to complaint (B)(4).

Event description:
It was reported, the bronchovideoscope, had the endoscopic image screen has become noisy multiple times over several days. Th event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement. Note: this inquiry is a clone of parent inquiry inq-597793 (the 1st time malfunction #1). This inquiry captures the undetermined time of malfunctions #2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, based on previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.